Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles identified a floating table and a problem with the geo pc. Upon troubleshooting actions, fse restarted the system, but issue was not resolved. Fse replaced the mother board battery and reinserted the ram. After replacement, the system was returned to use in good working order.